Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging apply sample - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 8/5/2014. Device evaluation.the lay user/patients meter has been returned on 6/12/2014 and evaluated by lifescan product analysis on 7/28/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have spc pin 1 lifted high and a secondary obsevartion was found . If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.